Event description:
It was reported that when using the bd pyxis¿ es refrigerator uh5eoncif "failed hardware" notification was displayed. The device was not detected on the bus, and the issue could not be resolved, with the system indicating "requires maintenance." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed and not detected on bus. A field service engineer (fse) arrived at the station and requested the customer to log in to confirm the reported failures. The fse reset the helmer refrigerator, accessed the hardware test application, and confirmed that the station was functioning properly after the reset. The system functioned as intended after the field service engineer repaired the device.